Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while re-positioning the atrial leadless pacemaker and after fixating the ventricular leadless pacemaker, repeated loss of telemetry messages were noted. Communication was lost with both devices. The atrial device was retrieved, and the ventricular device remained implanted. The patient condition was stable.